Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 19th june 2025, it was reported by an arthrex's employee via email that for ar-1588rt, acl tightrope® rt, the white suture broke when retrieving it. This was detected during a reconstruction of anterior cruciate ligament surgery on (B)(6) 2025. The case was completed successfully by using another new ar-1588rt. There was no patient harm, and no secondary procedure needed.

Manufacturer narrative:
Additional information: d2b, d9, g3, h3, h6. One unpackaged ar-1588rtt / batch 15274407 was returned for investigation. Visual evaluation noted that the system was returned disassembled, and the white sutures were torn. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening /tensioning. The complaint allegation is confirmed. Refer to investigation photos.